Manufacturer narrative:
This report is submitted on january 05, 2018, (B)(4).

Event description:
Per the clinic, the patient experienced scar tissue at abutment site and subsequently underwent several skin revision surgery's to remove scar tissue (date's not reported). The issue could not be resolved; subsequently, the device was explanted. Re-implantation is planned but has not taken place as of the date of this report.

Manufacturer narrative:
It was reported the device was not explanted. The abutment was removed on (B)(6) 2017. Explant and reimplantation is planned but has not taken place at the time of this report.

Manufacturer narrative:
It was reported that the device was explanted (date not reported). There are plans to reimplant the patient; however, it is unknown if this has occurred as of the date of this report.